Event description:
The customer was required to rerun samples because of intermittent error code 1007 (unable to process test, activated read failure) generated from the architect i200sr analyzer. The customer stated the issue began when reaction vessels (rv?s) lot 69206p100 were in use and occurred one to five times a day. The issue stopped when the customer began using a different lot of rv's and began again with yet a different lot of rv's. The customer's instrument maintenance was current and all instrument checks passed specifications. There was no impact to patient management.

Event description:
The pt service rep (psr) assisting a (B)(6) old male pt called in to zoll lifecor customer support to report that the screen on the pt's charger went blank. Support issued the pt a replacement charger.

Manufacturer narrative:
Concomitant medical products: architect analyzer. .evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4), suspect medical device: another lot of the suspect reaction vessel (70421p100) was in use at the customer facility at the time of this incident. Evaluation: method, results or conclusions can be made at this time. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
It was reported to boston scientific corp on (B)(6), 2009 that a resolution clip device was used during an endoscopy procedure. According to the complainant, during the procedure, the physician attempted to use a clip but it failed to deploy properly. The physician was able to deploy the clip with difficulty after multiple attempts. The procedure was completed with the same resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve popped, so the balloon would not remain inflated. A replacement accessory kit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: additional architect reaction vessel lot 70421p100, device MFR. Date: 10/27/08, expiration date: na. Architect i2000 analyzer ln 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.